Event description:
On (B)(6) 2009, it was reported that the pt experienced no stimulation sensation. The pt could not adjust stimulation, and there was no implantable pulse generator light on the pt programmer. Several attempts to follow-up with the reporter for additional info were made without success. Additional info received from the hcp on 09/14/2011 reported that the pt was seen on (B)(6) 2009. The pt had lost effectiveness from the stimulator in the last couple of weeks. The cause of the event was unknown. The pt had increased pulmonary hypertension and right side congestive heart failure, and was a risk for surgical intervention. The decision was made to treat the pt's pain with opana ER. It was also reported that the pt was reprogrammed on (B)(6) 2009 with no improvement. It was reported that the pt was seen on (B)(6) 2010 and felt the pain was not controlled. The pt was still not a candidate for revision. The pt was prescribed oxycontin and actiq. The hcp wanted to improve the pt's cardiac/pulmonary condition to allow revision of the stimulator. The pt was seen on (B)(6) 2010 and reported that the pain was not controlled until about two days previously. The pt was switched to oxycontin and dilaudid. The pt underwent a CT scan on (B)(6) 2011. The pt had moderate multilevel degenerative disc disease, worst at the l4-5 level. The pt had moderate s-shaped scoliosis. It was reported that the implantable neurostimulator (ins) and lead were or would be revised or replaced. The pt outcome was reported as an ongoing serious injury.

Manufacturer narrative:
(B)(4).